Event description:
This 78-yr-old male admitted for removal of penile implant due to nonfunctioning inflatible prosthesis. Info about implant is very limited as the surgeon just recenly saw the pt. The office has no further info regarding MFR, etc. The pt required hospitalization for observation of penrose drainage.